Manufacturer narrative:
Unique complaint ID: (B)(4). Base and mattress replacement was offered to the customer. Base and mattress will be returned to leggett and platt for evaluation. A follow up submission to the FDA will be made when results become available.

Event description:
Spoke to (B)(6). Customer states the foot massage motor is burning through the base cover and mattress on his wife's bed.